Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an increase in tremor since about a month ago, around the same time they started to use a glucose monitor.